Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Void emdr, as the patella component was not revised.

Event description:
Index surgery: (B)(6) 2011. Revision due to mechanical wear.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation.

Event description:
Index surgery: (B)(6) 2011. Revision due to mechanical wear.